Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15988). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a merlin.net transmission showed the device had reached eri. The patient notifier was also triggered. Premature battery depletion was suspected. The device was explanted and replaced. The patient was discharged in stable condition.